Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences."

Event description:
It was reported that the customer experienced a low blood glucose level in the 60's (mg/dl) and it was addressed with consuming chocolate or drinking a coke. Reportedly, the customer broke their foot and the customer stated that it has caused a loss of appetite. It was noted that the customer would bolus for food, but does not consume food. At the time of the report, the customer's bg level was in target range.